Event description:
The medical examiner's office called to ask about returning the explanted device of the deceased patient. The cause of death is anoxic encephalopathy, drowning, seizure disorder, and blunt head trauma. The explanted devices have not been received to date. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.

Manufacturer narrative:
Device available for evaluation?, corrected data: yes. If yes, returned to manufacturer on (mo/day/yr): 03/24/2017. Initial MDR inadvertently provided incorrect information that the device was not available for evaluation. (B)(4).

Event description:
The explanted devices were received. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Analysis on the lead has not been completed to date.

Event description:
An analysis was performed on the returned lead portion. A large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.